Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported that the iab ruptured in use. Patient was not a risk for rupture, no tortuosity, and not a difficult insertion. In 2007, it was reported that the patient did not require another iab insertion.